Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. The patient experienced cardiac arrest and respiratory failure. It was reported that the cause of death was cardiac ischemic. No further information is available at this time.